Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully implanted. To further reduce tr, an additional xtw was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached fom one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully implanted. To further reduce tr, an additional xtw was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached fom one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.